Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: neoplasma malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a female patient of an unknown age and ethnicity who underwent breast implant reconstruction surgery with mentor medical devices (mentor memoryshape¿ mh 440cc, date of implant (B)(6) 2017) has experienced left breast cancer. As a result, the patient underwent explanation of the device on (B)(6) 2019 with replacement to a smooth silicone implant: (left- cat#:smpx405, sn#: (B)(4) / right- , cat#:smpx405, sn#: (B)(4)). No further information was provided regarding the details of this case. Multiple attempts have been made to obtain additional details regarding this event. Should more information become available, this case will be re-assessed and notes will be updated."

Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).